Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The device had cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported that the screen of the insulin pump was frozen and time on the display was not moving. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.